Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a motor error on the insulin pump after it had been worn during magnetic resonance imaging. Customer also received a motion sensor test failure alarm. The customer's blood glucose level was not known. During troubleshooting, it was stated customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while insulin pump delivers a bolus. The insulin pump would alarm with motor sensor test failure upon attempting to rewind. It was advised to discontinue use and revert to a back-up plan and that the insulin pump would be replaced.